Event description:
Initial reporter indicated to a mfg consultant that their (B) (4) handheld computer would freeze on the interrogate device screen and reseating the flashcard did resolve the event, but the site did not want to have to keep reseating the flashcard. The handheld and software are at MFR, pending completion of product analysis.